Event description:
A customer reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in successfully resetting it, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.